Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a arthroscopic labral repair procedure (B)(6) 2020, as the surgeon was passing the ar-4068-90 suturelasso (lot 0066101868) through the labral tissue the tip broke off in the joint. The surgeon removed the tip using fluoroscopy and an open incision. The planned procedure was completed successfully.